Event description:
Procedure type: nephrectomy. According to the reporter: when stapling the renal artery, the handle made a crack/pop sound during firing. When the locking lever was pushed open, the renal artery started to bleed. The surgeon did not recall if staples were present due to significant bleeding. The surgeon placed a clip on the artery to control the bleeding, he then dissected the renal artery proximally to allow for a new stapler to be used. Tissue damage occurred. A 300cc of blood loss occurred. Operative time was not delayed. A new stapler was opened to staple the artery.

Manufacturer narrative:
(B)(4).